Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to g3 of the initial medwatch the date should be 16 june 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 (one) year since the subject device was manufactured. Based on the results of the investigation, the root cause of the acoustic lens being damaged is unable to be identified. The event can be detected and/or prevented by following the instructions for use which state: evis exera ii ultrasound gastrovideoscope olympus gf type uct180. Important information ¿ please read before use do not coil the insertion tube or universal cord with a diameter of less than 12 centimeters. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not touch the electrical contacts inside the videoscope cable connector. Charged coupled device damage may result. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection of the gastrovideoscope, deep cut/lifting part of the probe unit was observed. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.